Event description:
It was reported that the patient experienced severe pain at the implantable neurostimulator (ins) pocket site. It was found that he had a pressure sore on the lower left corner of the ins pocket site that had a high potential for erosion per patient's physician. It was noted that the patient also had some weight loss which may have contribute to the event. Discussions between the physician, patient, and family members led to a decision to implant a smaller ins model and move to a different implant site (4 inches up on the left side). Pre-operative interrogation of the ins with the clinician programmer indicated contacts #8, 9, 10, 14, and 15 had impedance measurements of >3600 ohms. Interrogation of the extension and lead showed >10,000 ohms on the same contacts. It was decided, in addition to replacing the ins to a smaller model, to also replace the lead and extensions. Following the surgical procedure, the pt met with the company representative and was reprogrammed to a fully operational system. The patient was reported to be "please to have his system back." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2012 recharger model 37752 serial# (B)(4), programmer model 37743 serial# (B)(4), extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2012 extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2012.

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly. It was functioning okay. Final device analysis for lead (B)(4) revealed no anomaly found. Final device analysis for extension (B)(4) no anomaly found. Final device analysis for extension (B)(4) no anomaly found. Final device analysis for extension (B)(4) no anomaly found.